Event description:
Patient presented to the physician with pain and swelling on the right side of the chest. Physician brought the patient into the or and removed a majority of the inspire system. The sensing lead was cut near the ipg and the distal end remains.

Event description:
Physician brought the patient back into the operating room on (B)(6) 2022 and removed the remainder of the sensing lead.